Manufacturer narrative:
The reporter indicated that the surgeon implanted a 12.1mm vich12.1 implantable collamer lens of +9.5 diopter in the patient's right eye (od) on (B)(6) 2018. The lens was exchanged on (B)(6) 2018 due to low vaulting for a longer lens and the problem was resolved. Device evaluation: the lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
Year of birth- (B)(6). This product is not marketed in the us. (B)(4). Conclusion code: per dfu for this lens model, vicl's are contraindicated of implantations of a lens in an eye with an anterior chamber depth (acd) less than 3.0 mm. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm vich12.1, +9.5 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2018. The lens was removed on (B)(6) 2018 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.